Manufacturer narrative:
The device history records for lot 1024143 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
Dr. (B)(6) reported injecting a (B)(6) female patient into nasolabial folds on (B)(6) 2011 with about 1.5 cc of radiesse. Two hours post injection the patient reported "dramatic" swelling in the injected areas. Dr. (B)(6) instructed the patient to go to the emergency room (ER); she was treated with an intravenous (IV) solu-medrol and was released to home with an oral prednisone. At this time, the swelling is resolved. On (B)(6) 2011, during medical consultation with dr. (B)(6), he indicated that he injected both radiesse and restylane simultaneously the day of her treatment. She has had restylane previously with no known issues. The radiesse was not mixed with lidocaine. She developed hemi-facial swelling two hours post-treatment and returned to the office with significant swelling, so dr. (B)(6) prescribed a medrol dose pak. Two hours later she called and said her entire face "blew up" and at that time he instructed her to go straight to the emergency room. She was treated with the above noted regimen successfully. The swelling has completely resolved to date.